Event description:
Reporter indicated that the patient had been seizure free since implant, but had a seizure in 2001. Following the seizure, the patient could no longer feel the stimulation when the patient used the patient's magnet. Lead test at office visit 6 days later resulted in a high impedance reading. Further investigation revealed that revision surgery was performed in the original bipolar lead was replaced. High lead impedance was again obtained upon testing new lead connected to original pulse generator, thus ruling out malfunction of original lead. As a resulst, the generator was also replaced. Malfunction of the original generator, is suspected.